Manufacturer narrative:
Allergan has initiated an investigation into this late report. See CAPA (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, pain, induration and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events of edema, skin irritation, pain and abscess: "undesirable effects: the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in the cheeks, nasolabial fold right side and corner of the mouth. Prior to injection, the patient was "disinfected with ocetenisept" and kodan. After injection, the patient had a "cooling with cooled sodium chloride compresses." A week later, the patient developed swelling, induration and pain in the "low cheek (caudally)." Five days later, the patient developed an "opening of abscess." Patient has been treated with cooling, antibiotics and "oral and maxillofacial surgery (oms)" that consisted of "opening of abscess, irrigation with chlorhexamed and insertion of strips with iodoform." Symptoms are ongoing.